Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced after the patient dislodged the lead and when attempting to reposition the lead the helix would not retract. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray of the lead noted the inner conductor coil was twisted/tangled. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin near the tangled area, indicating the break likely occurred during attempts to retract the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break.